Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Please note that section b2 has been corrected accordingly as the patient treatment after the incident has provided in the course of investigation. On (B)(6) 2019 it was reported to arjo representative that there was the incident with the involvement of maxi move passive floor lift and the sling. It was stated that during patient's transfer (female) from bed to toilet, while lowering down, "resident heard a pop and felt pain the arm". The only information gathered was "one arm was cradled into the sling but outside the sling. Resident denies it being hit on anything". As the consequence of the incident patient sustained fracture to the humerus. The customer facility did not quarantine the sling nor the lift after the event so manufacturing details nor the functional condition of both devices involved in the event remain unknown. Attempts were made to determine what were the detailed circumstances of the incident. Arjo was only manage to establish that resident did not hit any obstruction and according to arjo territory manager "the clip did not detach and there was no failure with the lift". Patient involved in the event was diagnosed with cerebral palsy (which one of side effects are brittle bones), severely brittle osteopenia, pathological fractures. What is more, it was also added that it was not the first time the resident was suffering from fracture. Unfortunately, arjo has not manage to collect further information other than mentioned above. The only circumstances described during follow-up call by facility employee was as following "per the patient, she noticed that one of her arms was not inside the sling, but hanging over the side. Right as she was going to be placed in the wheelchair, the patient heard a pop noise and she felt discomfort. The patient said that her arm did not get hit against any object." In the instruction for use for passive clip sling (04.sc,00-int1_2) there are warnings and instructions how to correctly apply patient in the sling: "warning: to avoid injury, make sure the resident's arms are placed inside of the sling." "Warning" to avoid injury, make sure that the resident is not left unattended at any time." From this evaluation, it would appear most likely that the event was caused by combine effect of the user not following the IFU and patient condition at the time of the event. We found the possible cause to be related with incorrect positioning of patient's both arms inside of the sling, as required per device instructions to ensure safe resident's transfer. To conclude, the system - sling and floor lift was used for the patient's transfer and in that way contributed to the alleged event. Although no technical deficiency was identified, the system did not perform as intended. The patient had been injured while being lifted and based on that we decided to report this event to the competent authority.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was the incident with the involvement of maxi move passive floor lift and the passive sling. It was stated that during patient transfer from the bed to the toilet the unconfirmed failure occurred and as the consequence of the event the patient sustained fracture of humerous. No other information regarding patient treatment after the incident was provided.